Event description:
Reporter alleged discrepant comparative results when customer went to a routine doctor appointment. Customer stated glucose measured 180 mg/dl on the doctor's meter compared to their meter reading of 60 mg/dl when testing was performed 5 minutes apart. As a result of the comparison, the customer indicated the doctor recommended he stop taking one of his current diabetes oral medications. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.